Event description:
The hcp reported the catheter was malfunctioning. The device was explanted but not returned to the MFR for analysis. A followup report will be sent when additional info is received.